Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 12/05/2017, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x magnification was performed. It can be seen that the lens was cut. There were no other anomalies. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 18.5 diopter intraocular lens (iol) was implanted into a patient's right eye on (B)(6) 2017. Reportedly, an ocular response analyzer (ora) was used and while the surgeon had planned to use a 19.0 diopter lens, for a predicted -0.43, ora suggested the 18.5 diopter lens. The patient's refraction on (B)(6) 2017 was +1.50 x +2.00 at 5 degrees. The patient reported she was unable to see and requested the lens be explanted. Patient further reported that the symptoms were affecting her daily activities. The lens was explanted on (B)(6) 2017. The lens was replaced with a model zct150 21.0 lens. There were no problems during the surgery, the patient is happy and seeing 20/50, day 1 post op. No further information was provided.